Event description:
Bilateral ruptured silicone gel implants removed. 1) right and left total open capsulectomy; 2) small amount of skin excised with gel of left breast excised and closed; 3) bilateral saline implant replacement.